Event description:
A report was received that the patient was having an infection at the pocket site. The physician restitched the pocket incision and added another stitch. The patient was prescribed with oral antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear leads, 50cm.

Manufacturer narrative:
Additional information was received that the patient's symptoms were fever and redness at the pocket site. Infection was not device related. The patient was doing well following the procedure and the infection has cleared up. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection at the pocket site. The physician re-stitched the pocket incision and added another stitch. The patient was prescribed with oral antibiotics.